Event description:
Per the clinic, the device was explanted on (B)(6) 2025, under general anaesthesia due to pain, thinning of skin and soft tissue at the implant site. The patient was reimplanted with a transcutaneous osia implant system on a new internal fixture within the same surgery. Additional information has been requested but has not been made available as of the date of this report.